Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be performed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following a successful implantation of two (2) stents from a trabecular microbypass stent system, the surgeon noticed during the irrigation and aspiration (I/a) a "foreign object floating in the anterior chamber (ac), which appeared to be the tip of the trocar". There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the surgeon was uncertain with the initial report about a "foreign object floating in the anterior chamber (ac), appearing to be the tip of the trocar". Additionally, the report clarified that the observed foreign body seemed like a particle instead of a trocar fragment or stent. Per report, the foreign body was removed from the eye intraoperatively, with no additional intervention required and no adverse patient impact. The report noted the patient''s most recent status was described as "normal" with the event reported as "resolved".